Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a 77 years old, female patient in cardiac arrest. Per the reporter, the platform displayed a fault code 16 (timeout moving to take-up position). The customer replaced the lifeband and adjusted the lifeband at the "home" position in an attempt to troubleshoot the issue, but fault 16 did not clear. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. The customer believes the patient's death wasn't related to the autopulse system.

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position)" was confirmed in the platform's archive data and functional testing at zoll. The root cause of the reported complaint was a seized brake assembly due to rust/corrosion on the brake housing area, which led to the drivetrain motor failing to rotate (initiate compression). The rust and seized brake result from humidity or user handling. The storage condition of the platform is not known, but a review of the autopulse platform archive revealed that frequent daily checks had not been performed. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. Visual inspection showed no physical damage on the platform. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized from corrosion which triggered fault code 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) without any fault or error. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number ((B)(6).